Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet display began glitching with box-like spots and subsequently the screen went completely blank and the device would not power on even when placed on a charger, after which the user was directed to disconnect and revert to multiple daily injections; a replacement device was provided and the original was later returned. Symptoms included no reported changes in blood glucose because therapy was promptly transitioned to backup. Outcomes included no injury, no medical intervention beyond reverting to backup therapy, and no hospitalization. Investigation included review of user reports and logistics tracking for device return and replacement. Investigation revealed a device display malfunction with loss of screen visibility and failure to power on, consistent with a hardware display or power subsystem issue; no patient harm was identified. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display or related hardware.